Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The mother reported the following history. 11:45am: 11.8 mmol/l (212.4 mg/dl), 20g carbs. 1:14pm: 14.1 mmol/l (253.8 mg/dl). 2pm: temp basal increase of 95%. 3pm: 16 mmol/l (288 mg/dl). 5pm: 14 mmol/l (252 mg/dl). 6:37pm: 13.7 mmol/l (246.6 mg/dl), 35g carbs. 8:00pm: ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl). 8:10pm: 18 mmol/l (324 mg/dl). 8:20pm: 19mmol/l (342 mg/dl). 7:31pm: 1.9 unit bolus. 6:20pm: 8.2 unit bolus. The patient removed the pod and reported the cannula was bent. The patient treated the hyperglycemia by applying a new pod and delivering a bolus (20% of total basal). The pod was worn between 4 and 24 hours on the leg.